Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported in the emergency room experiencing fatigue. The patient had recently received a cardioversion for atrial fibrillation. The device was unable to be interrogated due to suspected interference. The patient will be relocated to different location for further device interrogation. No further information is available.